Event description:
It was reported that the nurse did a ballooning test before use. During the test, she found that the shape of the inflated cuff was abnormal. There was no reported patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).